Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The hypotube was separated 78.5cm from the hub, the separated ends were ovaled indicating that the separation was due to a kink prior to separation. There were also numerous kinks throughout the hypotube. The reported shaft separation was confirmed.

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, during procedure, it was noticed that the balloon shaft broke. The guide was pulled out with the balloon shaft in it.

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, during procedure, it was noticed that the balloon shaft broke. The guide was pulled out with the balloon shaft in it.